Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further review it was determined that the fluid was never delivered during the rite test .

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test.